Manufacturer narrative:
One i3 power supply was received for investigation. Visual inspection inside of unit¿s enclosure assembly revealed damage to the power supply cable. Test power supply was used due to the returned power supply was damaged. Unit passed diagnostic test with a test power supply. A review of the DHR was performed for batch # 6703387 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no nonconformance was found in the batch records reviewed. Based on the investigation performed and the information provided, the cause of the reported event was traced to the defective cable.

Event description:
The patient called to report that their unit began to spark and would not power on. Troubleshooting included ensuring the unit was plugged into a wall outlet and all cords were snug and straight. A green light was shown on the power adapter. Patient stated that when they powered on the unit earlier, a blue light came on and the fan was not working, and the unit began to spark from the tail piece directly on the unit. A replacement unit has been ordered to resolve the issue.